Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3550-29, lot # n141220, implanted: (B)(6) 2008, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
It was reported that a year after the patient¿s lead revision, the implantable neurostimulator (ins) had to be moved to her stomach. The patient was unsure if the ins was just moved to her stomach or if they exchanged it. After they moved the ins to her stomach, it did not take long before the ins started popping out of the pocket. The patient stated that she could not reach and it would just pop out of her stomach. It was noted that it popped out ¿several times¿ and they had to put it back twice, but the patient could not remember the exact dates. The patient stated that she then started gaining some weight and that kept it in the second time, but she lost all muscle tone in her stomach entirely. It was noted that the weight gain and muscle tone loss happened not long after they moved the ins to her stomach and when it had to be pushed back in. The patient stated that long after that, she had to have a bladder sling put in for her bladder, vagina and rectum because she lost all the muscle tone in her stomach. The patient stated that it was not a wise decision to get a stimulator.